Event description:
The following was reported "dr noted that the cement is setting quicker than usual" no further information is available.

Manufacturer narrative:
Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the most recent version of the IFU associated with part 6197-1-001 indicates the following relevant instructions for storage and handling: "store in dark at temperature below 25°c," the IFU also states instructions for mixing the cement as well as a setting time chart which provides a reasonable indication of the cement ¿s mixing and handling characteristics for the particular operating room temperature. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported "dr noted that the cement is setting quicker than usual" no further information is available.